Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated the paramedics were called to his home, due to low blood glucose levels of 33 mg/dl. The customer stated, he accidentally delivered a bolus of 9.9 units during the night. Nothing further was reported.